Manufacturer narrative:
B5. Describe event or problem; corrected data; initial MDR inadvertently omitted information known prior to submission.

Event description:
The patient's device was disabled.

Event description:
It was reported that during the replacement pre-operative diagnostics for the patient showed high impedance so the replacement was cancelled. Back in july the device was checked and the lead impedance was fine and the surgeon did x-rays to check for possible incomplete pin insertion and the lead pins were fully inserted. Ap chest and neck x-ray was received. Only one image was provided and complete pin insertion was confirmed. The generator placement was determined to be in the upper left chest. Based on the images provided, the feedthrough wires were intact. The lead was visualized in the chest although image quality was poor. Tie downs are not able to be assessed as there are no images of the neck region. No additional relevant information has been received to date. No known surgical intervention has occurred to date.